Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that the medical team in the intensive care unit discovered the patient with a lot of blood in her bed and the syringe of the safedraw was broken with a hole inside. Device was discarded at the hospital. No patient injury reported.